Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 300 mg/dl and ketones. The customer was treated with an intravenous fluid and insulin drip, and was released from the hospital on (B)(6) 2020 with no permanent damage. Customer alleged the pump did not deliver insulin as intended. Customer disconnected from infusion site and delivered a three unit bolus, but reportedly observed less insulin than expected exiting the tubing. Customer changed all pump supplies, and reported the issue continued. Reportedly the customer reverted to manual injections for insulin therapy.